Event description:
It was reported that there was a pericardial effusion. A versacross connect access solution was selected for a a left atrial appendage (laa) closure procedure. No unusal issues were noted during the procedure, access was achieved with versacross access system. The physician advanced up to to the superior vena cava again and came down as they went to low, buzzed was performed clearly across septum low and mid. When the physician positioned the watchman trusteer access system (was) in the in the laa of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). While advancing the wds in the was, the physician noted a small amount of fluid accumulating around the laa. The closure device was deployed and successfully implanted in the patient. At this time the pericardial effusion was noted on the posterior side of the heart located near the laa. The patients' blood pressure remained normal and there were no other symptoms or vital sign changes. The patient was monitored for 30 minutes with no change to their blood pressure or the effusion. No pericardiocentesis was required. The patient stayed overnight and is expected to make a full recovery from this event. Product return is not expected (disposed). It was further reported that there was no difficult patient anatomy that may have caused difficulty with the tsp workflow. They tracked up and dropped down one additional time before they performed the tsp. There was no difficulty imaging or visualizing the wire, it was possible to visualize the tenting, seems like a normal amount. Rf was applied once. The pericardial effusion was located at anterior. It was required track down to position due to dropped was too low. Imaging modality was used as tee.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field. Describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that there was a pericardial effusion. A versacross connect access solution was selected for a a left atrial appendage (laa) closure procedure. No unusal issues were noted during the procedure, access was achieved with versacross access system. The physician advanced up to to the superior vena cava again and came down as they went to low, buzzed was performed clearly across septum low and mid. When the physician positioned the watchman trusteer access system (was) in the in the laa of the patient and then inserted the watchman flx pro laa closure device & delivery system (wds). While advancing the wds in the was, the physician noted a small amount of fluid accumulating around the laa. The closure device was deployed and successfully implanted in the patient. At this time the pericardial effusion was noted on the posterior side of the heart located near the laa. The patients' blood pressure remained normal and there were no other symptoms or vital sign changes. The patient was monitored for 30 minutes with no change to their blood pressure or the effusion. No pericardiocentesis was required. The patient stayed overnight and is expected to make a full recovery from this event. Product return is not expected (disposed).